Event description:
Complaint alleges that "during the attempted lobectomy the vascular 30 stapler was placed across the pulmonary artery and fired and the artery was incised. When the stapler was removed, the stapler had misfired and there was marked bleeding." Complaint further alleges that over the ensuring nine days, "plaintiff's decedent developed atelectasis, hemothorax, adult respiratory distress syndrome, renal ischemia and, ultimately, cardiac failure."